Manufacturer narrative:
Trackwise # (B)(4). Corrected section h6 m- medical device ¿ problem code from "2306 to "2907".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 initial reporter due to character limitations (B)(6).

Event description:
The hospital reported that 7mm extended length endoscope eye piece and collar was detached and missing.